Event description:
Hospital advised that the system alarmed displayed an error. Infusion to the patient on this channel was interrupted. Error code 26-27-791 was found in the error log of the program module. There was no patient consequence.